Manufacturer narrative:
The device was not returned, therefore product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, decreased/impaired vision and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Initially, a trabecular micro bypass stent system patient reported that she is experiencing ¿problems¿ after undergoing cataract plus stent procedure. The patient also inquired if the stent could cause an "allergic problem with inflammatory response", and if there was a known procedure for removal. Through follow-up, the patient reported that following uneventful cataract plus stent procedure, she presented with iop fluctuations, decreased vision, inflammation and severe sinus infection associated with pain in the bone around the eye, and posterior capsule opacification (unrelated to the stent according to the surgeon). The patient stated her symptoms are not improving, and was unsure if the symptoms were related to the stent or the intraocular lens. The patient also inquired if being allergic to titanium could cause the reported symptoms and if the stents can be removed. The patient declined consent to contact the implanting surgeon, and provided no additional information.